Manufacturer narrative:
A definitive cause of the post-op complications cannot be determined. As reported, patient experienced hernia recurrence, pain, burning sensation, and impeded defecation post implant of the ventralex mesh. Hernia recurrence, and pain are listed as possible complications in the adverse reaction section of the instructions-for-use, provided with the device. The instructions-for-use notes "to prevent recurrences when repairing hernias, the mesh should be sized with appropriate overlap for the size and location of the defect, taking into consideration any additional clinical factors applicable to the patient. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (15-mar-2025) is considered to be a best estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, since (B)(6) 2025, the patient has a "new hernia at the approach to the ventralex implant (implant date not provided), burning sensation and constant problems with defecation." The patient's current condition as reported is, "problematic ventral pain, impeded defecation. We're going to have to explant the ventralex and diagnose reconstruction using sutures, I don't want any more plastic in my body."